Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A visual inspection was performed on device and no physical anomalies were noted. The handle was intact, the shaft was straight and spun freely. The blade extended and retracted as intended and the jaws opened and closed smoothly. The jaws were well aligned and with good mesh. The buttons had a good tactile feel and were not damaged. The device was tested with test esg-400 generator at default settings; 100w/effect 3. The generator correctly identified the device and activated as intended on saline-soaked paper towel. The activation was achieved with a foot switch and two thumb switches with on errors observed. Additionally, a "regrasp" error was forced, the tone sounded as intended and upon re-activation, function resumed as expected. The cause of the reported event could not be conclusively determined report as the evaluation confirmed the device passed visual inspection with no anomalies noted and successfully activated during functional testing. The reported event was likely a result of a "regrasp" error. This occurs when the device jaws short out due to interference from another device or if the jaws come in contact with each other as tissue is grasped. Alternatively, the reported issue may have been a result of a faulty generator, the customer did not return the generator for evaluation. The instruction manual contains warning regarding the "re-grasp" error that states, if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational."

Event description:
Olympus was informed that during the middle of a therapeutic hysterectomy procedure, the device prompted a ¿regrasp¿ error and would not coagulate the patient¿s round ligament causing moderate bleeding. The surgeon used a bipolar device to control the bleeding. The generator settings were 100 / effect 3. The intended procedure was completed using a new bipolar device. The procedure was prolonged about 30-40 minutes longer than usual as the or nurse needed to prepare new bipolar devices for the procedure. Additionally, the user facility reported that the device was inspected prior to use.